Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported " I have an omron blood pressure cuff, and this morning it showed my pulse as 38. Then this afternoon I took it and it's 44. I'm not sure if the blood pressure (bp) cuff isn't working or if my pacemaker isn't working, because my heart rate (hr) shouldn't go that low." They also stated that " I'm having trouble finding my bp today with this cuff too, and I feel fine, but I was just thinking that maybe my pacemaker wasn't working". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.